Event description:
Additional information was received that indicated that the generator that was replaced was returned to the manufacturer for evaluation. Product analysis is planed but has not been completed. Surgery to replace the lead was planned, but the mother later canceled the surgery.

Manufacturer narrative:
Date of event: corrected data: follow-up report#3 should have updated the event date to (B)(6) 2011, based on new information that was received during product analysis.

Manufacturer narrative:
Describe event or problem, corrected data: information was received prior to the submission of follow-up report #1 which was not received by the in the file until a (B)(4) 2012. Relevant tests/laboratory data, including dates , corrected data: information was received prior to the submission of follow-up report #1 which was not received by the in the file until a (B)(4) 2012.

Event description:
Additional information was received that the patient had their 103 generator disabled on (B)(6) 2011.

Event description:
Additional information was received that product analysis was complete on the 105 generator. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The patient had high impedance on both the old 105 generator and the new 103 generator. The patient had their device disabled.

Event description:
It was initially reported that the patient had high impedance after a recent generator replacement. Diagnostics results post-operative were within normal limits. The patient began having an increase in seizures and when system diagnostics were run was when the high impedance was observed. The patient had a generator replacement but their leads were not replaced at that time. Systems diagnostics still had high lead impedance (~8,000 ohms) after the generator was replaced. The patient was programmed on to their previous settings. There had been no reported adverse events since replacement. It is unknown if the patient has had a lead replacement. Good faith attempts for product return and additional information have been unsuccessful to date.